Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201, serial number: (B)(6), model/catalog description: tined lead, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing constant and worsening pain at their implant site, hip, both legs, vaginal area and lower back and believed that it was related to their recharge free snm ipg device. The pain occurred above the ins incision site and in the surrounding anatomy. The pain affected the patient's ability to walk. The patient first began experiencing pain 3 weeks prior and turned down their stimulation to assess, but it did not help with their bladder and bowel symptoms. Additionally, the pain worsened, so the patient turned off their stimulation. The patient later noted that their implant site was swollen. They stated that their pain was improving after turning off the stimulation. Upon assessment, the physician stated that the incision site appeared normal and healthy, but the ins appeared superficial in the pocket. The physician said there was no evidence of infection. The patient later stated that they were tolerating the pain and soreness but still opted to proceed with the revision. The neurostimulator was moved from the right buttock to the left buttock. The patient is expected to make a full recovery.